Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-aug-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 01-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had their two percutaneous leads replaced on (B)(6) 2020 as they were far to the right so they were not getting good coverage. Attempts were made to program the patient effectively prior to this. The rep did intraoperative testing to ensure bilateral coverage at the time. The patient later reported they just recently had a new machine/stimulator put in as they took out the old one. Patient services attempted to clarify and the patient was unable to clarify if the replacement was due to normal battery depletion, however upon further review after it was reported the patient's percutaneous leads were replaced, patient services was understanding that the ins was not replaced and it was just the leads. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that a new a/c adapter was sent to the patient after the first initial call. The rep stated that he met with the patient yesterday and the a/c adapter did not resolve the issue for the patient. When the rep met with the patient yesterday he provided a new controller and recharger to the patient and that resolved the issue. Rep also provided additional information that the cause for the leads being far to the right was not determined. However, replacing the leads have resolved the issue and patient is now stating bilateral coverage.